Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen tested on a gelileo echo, which led to a transfusion reaction.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014.